Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak reported at the end of the procedure could not be determined from the limited films provided during implant. A pre-implant film report revealed that the proximal neck was conical-shaped and severely angulated in both the l-r and a-p axis. Three short videos and 2 still angio during implant were also returned. The non-contrast images showed a single balloon as well as bilateral balloons having been inflated using ¿kissing¿ technique, from the top of the bifurcate down to the level of the gate. No angio images immediately after implant of the bifurcate were returned. The final video showed that an aui had been implanted proximally to the level of the bifurcate, and was distally extended into the left common iliac artery. Contrast injection showed what appeared to be a possible small area of blush type contrast along the left side of the bifurcate, between the level of the flow divider and the gate. The video was frozen; therefore, the exact source and type of endoleak could not be determined. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. It was reported that final angiogram revealed that there was an unknown possible type IV jetting endoleak present. The physician elected to convert the patient to an aui. An endurant aui and talent occluder were implanted with a femoral to femoral bypass however the unknown endoleak persisted through the endurant aui but the talent occluder did not have an endoleak present. The physician cannot determine the cause of the unknown endoleak. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.